Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The bending section was detached. Excessive broken fibers were evident. The bending section cover was leaking. The up and down angle did not meet specification.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during a left flexible ureteroscopy (furs) procedure, the insertion tube on the uretero-reno fiberscope snapped two (2) inches from the distal end. The intended procedure was completed successfully with the same model and no clinically relevant extension of the procedure. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the metal protruding out of the insertion tube likely occurred from user handling and applying excessive force to the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use regarding handling the device which may have detected the event: "precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The following information is stated in the instructions for use regarding handling the device which may have prevented the event: "do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged." Olympus will continue to monitor field performance for this device.